Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and advantage transvaginal mid-urethral sling system were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, uterine prolapse, cystocele, rectocele. It was reported that the patient had a concurrent procedure of a tah/bso performed during mesh implantation. It was reported that the patient underwent lysis of adhesions of small bowel, large bowel, rectus muscle and bladder and enterotomy repair on (B)(6) 2008. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.